Event description:
Painful knee required revision. Revised scorpio size 5 cr right femur and poly to scorpio ts 5 right with scorpio ps poly.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat. No.: 72-26-0515, scorpio-flex cr x3 tibial insert, lot code: mlh242. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital discarded.